Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise can be seen in mode switch recordings on the hmsc. The noise began soon after device change out on (B)(6) 2023. The pacing impedance and minimum sensing amplitude have trended down slightly from the previous device. Lead remains implanted. Should additional information be received, this file will be updated.